Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing sore throat,sinus/nasal irritation and seeing black particles in chamber. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and observed evidence of sound abatement foam degradation/breakdown . The issue of degraded sound abatement foam is addressed by CAPA 7211. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer powered up the device and provides airflow. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown. Section h6 were updated in this report.